Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device had been explanted due to an extrusion of the electrode array in the retro auricular region two years after implantation, secretion from the broken skin and infection complication. The user was treated with antibiotics for two weeks before revision, but with infectious granulation completely filling the cavity during revision. The device was still functional before removal, electrode array was cut off during the surgery and left in inner ear. Re-implantation is planned in the next few months.

Event description:
Information was received that the device had been explanted due to an extrusion of the electrode array in the retro auricular region two years after implantation, secretion from the broken skin and infection complication. The user was treated with antibiotics for two weeks before revision, but with infectious granulation completely filling the cavity during revision. The infection was confirmed with a swab which showed staphilococus. The device was still functional before removal, electrode array was cut off during the surgery and left in inner ear. Re-implantation is planned in the next few months.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This I a final report.